Event description:
This report was received from global pharmacovigilance (gpv) and this is a spontaneous report by a nurse of the (B)(6) of disconnect transfer set, fever and peritonitis in a patient coincident with dianeal pd2 1.5% therapy. On (B)(6) 2008, the patient began treatment with dianeal pd2 1.5% therapy (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. On an unreported date, the patient experienced a fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized. On an unreported date, the patient was treated with injection vancomycin and amikacin (doses, routes and frequencies not reported). Additional information: the event of peritonitis was due to a break in aseptic technique or touch contamination.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation. Therefore, the reported condition was not confirmed and a root cause could not be determined.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent. The product code is unknown.